Event description:
Boston scientific crm received information that during an atrial threshold test, this atrial lead exhibited loss of capture at 4v@1ms despite p-wave measures of 1.4mv. The lead was also noted with unspecified high impedance measures. The device, which was programmed to aai mode, recently had declared elective replacement indicator (eri) therefore a replacement procedure was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Additional information noted the lead was reprogrammed to unipolar pacing and bipolar sensing. The device was explanted for normal battery depletion. Both the atrial and right ventricular leads remained in service with the new device. No adverse patient effects were reported.